Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. Additional information was received about the alleged cancer. Sections e1 and h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP) device's sound abatement foam. The patient alleged the device caused coughing, dizzy and spots on lungs. The patient received the medical treatment for lung problems, using medications and inhaler. No other clinical information or medical intervention was reported. The reported event of spots on lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information. There is no information provided to confirm whether the "spots" are a temporary inflammatory nodules, malignant mass, bacterial infection, etc. The manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section b1, b2 and h1 has been updated in this report. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section e1 and h9 has been corrected/updated in this report.